Manufacturer narrative:
B3: date of event; day is unknown. Month and year provided (5/2025) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device gave a cassette was not attached error. The event occurred during testing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was not confirmed. The device tested normally during evaluation. No action was taken regarding the reported issue.